Manufacturer narrative:
(B)(4). The ac infusion rate was set to 0.8 and the inlet: ac ratios were 30 (this is above our recommended range for tpe procedures). Investigation evaluation and corrective action are in progress. A f/u report will be provided.

Event description:
During a therapeutic plasma exchange, the doctor claimed that the pt experienced hypotension and nausea because he got hypovolemic at the end of the procedure, just before the rinseback. The customer would like the run data file analyzed to determine if anything unusual happened. The pt info is unavailable at this time. This report is being filed due to insufficient info provided at this time to determine if medical intervention occurred.

Manufacturer narrative:
Caridian bct internal ref: (B)(4). Investigation evaluation and corrective actions are in process. A f/u report will be provided.

Event description:
The customer does not want to return disposable set.